Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto® 3 system and a patient interface unit (piu) issue occurred which caused the case to be cancelled. Error code 24 (failure in piu mag tx card bit) displayed on the carto 3 system. The field service engineer replaced lp+mag tx card kit and performed atp. All tests passed. Issue resolved. System is operational. Replaced kit lp+mag tx card was sent to the device manufacturer for further investigation. The device manufacturer found the customer complaint at error 24 was not confirmed. The kit lp+mag tx card was tested during a few days. No failure was found. All required tests passed. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto® 3 system and a patient interface unit (piu) issue occurred which caused the case to be cancelled. Error code 24 (failure in piu mag tx card bit) displayed on the carto 3 system. Reseating the patch cables, the location pad cable and rebooting the system did not resolve the issue. The procedure was then cancelled. No anesthesia was given to the patient. Transseptal access was not attempted and no devices were inside the patient. The physician cancelled the procedure as a safety precaution. He was not confident the catheter localization could be done and this can contribute to adverse events. The patient spent the night in the hospital with hopes of doing the case the next morning. However, the carto issue was not resolved the next day. The error is not MDR reportable because the potential risk that this issue could cause or contribute to a death or serious deterioration in the patient¿s state of health is remote. However, the case cancellation is MDR reportable because the cancellation is caused leaves the physician feeling that it is unsafe to complete the procedure.